Manufacturer narrative:
Concomitant medical products: product ID: 3889, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a trial patient. Consumer reported they fell on monday and their leads may have been dislodged. No further complications reported/anticipated.